Event description:
A malfunction involving a quickie q7 was reported to sunrise medical on (B)(4) 2013. It is alleged that the occupant was in his wheelchair when the right front caster fell off. There were no reports of any falls or injury due to this malfunction.

Manufacturer narrative:
It appears that the wheelchair and/or parts involved in this incident are being returned to sunrise medical (us) llc. If and when the chair/parts are received, our internal failure investigator will complete the investigation and a follow up report will be filed.